Event description:
On (B)(6) 2026 it was reported that the user was hospitalized while using the ilet. Follow-up information received on (B)(6) 2026 confirmed that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels of 42 mg/dl, resulting in emergency department treatment. The user was transported by ambulance, evaluated in the emergency department, and released the same day without hospital admission. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hypoglycemia requiring emergency medical treatment while on ilet therapy. Severe hypoglycemia requiring emergency department evaluation is consistent with acute neurologic impairment requiring immediate medical intervention. Review of available information identified that the ilet had been paused due to alert 34 (insulin, out of drug) beginning on (B)(6) 2026 and was not delivering insulin at the time of the reported event. The user denied administering external insulin. The available information did not identify a mechanism to explain the reported hypoglycemia, and the user was unable to recall additional event details despite follow-up. Review of the available device history did not identify evidence of a device malfunction. Based on the available information, the cause of the event remains not established. If additional information becomes available, a supplemental MDR will be submitted.